Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated low glucose alerts and felt they were receiving too much insulin from the ilet system; a fingerstick confirmed a glucose of 49 mg/dl, oral glucose was taken, and glucose rose to 121 mg/dl, with counseling provided to use usual meal announcements so the pump can learn meal portions and to follow up with their physician; this event was associated with incorrect meal size announcements, categorized as a usage issue related to procedure and the user interface. Symptoms included hypoglycemia with shaking and tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.